Event description:
In 2006, the patient reported the neurostimulator stopped working. The patient stated reprogramming was attempted by the manufacturer representative; however, reprogramming only worked on the left side. The neurostimulator and extensions were returned to the manufacturer for analysis the following month. The hcp reported no stimulation, battery depletion and high impedance. The device system was replaced. Refer to medwatch report #600015320071107

Manufacturer narrative:
Final device analysis results revealed multiple broken conductor wires.